Event description:
It was reported that the device had an error code 1122 (cbit) check vent: blower temperature high. There was no patient involvement when the event occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, it was determined from the conversation with customer, that both filters were occluded. The engineer advised the customer to replace the filters and perform a performance verification test (pvt) on unit before returning to service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the filter was replaced, and the issue was resolved.